Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a wound at the magnet site. On (B)(6) 2014 the patient was prescribed an oral antibiotic (duration not reported). The implanted device remains.